Event description:
The event is reported as: the customer alleges that the device is a shorter length than normal. The reported issue was detected during incoming inspection by the (B)(4) distributor. Total quantity reported is 401 devices.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product et tube, cuffed oral, spiral-flex 7.0, lot #01d1300079 was manufactured on 04/11/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required.